Event description:
Customer reported a hospitalization while wearing her insulin pump. She was hospitalized on (B)(6) 2014 for high blood glucose. Her blood glucose at the time is unknown. Customer needed dialysis and a blood transfusion and had kidney failure. Customer said her hemoglobin was low at a doctor's visit. It was 6.1 and kidney was at 5. She was given two units of blood and had a catheter put in her chest and arm. While at the hospital, she was taken off the device. Once leaving the hospital, customer was unable to remove the battery cap on her device. She could not remove it with a quarter or screwdriver. The plastic is chipping off. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test and excessive no delivery test. Device had a stripped battery cap at coin slot, cracked battery tube threads and a cracked reservoir tube lip.